Event description:
It was reported that during the procedure, the pressurewire x wireless device was calibrated however was not equalized. After the device crossed the lesion in the left anterior descending (lad), when the transmitter was reconnected, an error message no signal displayed and the pal lighting color was steady yellow. The transmitter remained in the on position while detached from the device. The device was removed without issue. Another device was used to continue and complete the procedure with no adverse patient consequences. There was no reported clinically significant delay in the procedure. No additional information was provided. The returned device analysis identified that the pressurewire x was returned with the sensor chip assembly was cracked on both sides. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported signal loss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. The reported signal loss was the result of the open circuit isolated within the sensor chip assembly as a result of the noted damage. The damage noted to the sensor chip jacket is consistent with excessive bending causing the jacket to crack on both sides. It is likely that the jacket was kinked during use resulting in signal loss. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.